Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the patient's blood glucose was 411 mg/dl at one point. The customer had experienced a motor error alarm twice during bolus delivery. The patient was able to rewind without incident. There were also several instances of no delivery alarms. The patient experienced instances of air bubbles in the tubing. The infusion set cannula was bent for the past two days. The insulin pump was not returned for analysis.